Manufacturer narrative:
Event summary: the patient data files showed at least forty-five injections were performed with catheter (B)(4), on the date of the event. The mapping catheter (B)(4), showed the shaft was kinked and broken 8.00 inches from the ECG connector, no ECG signal wires were broken inside the shaft, loop was kinked (misshaped), and pebax tube was ribbed. The mapping catheter failed the test due to shaft kink/broken and kink on the loop and pebax damage. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink, broken shaft, loop kink and pebax was ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.